Event description:
It was reported that the patient removed the ilet for an MRI and later for work-related security requirements, after which the device entered bg run mode, required manual blood glucose entries, and subsequently depleted its battery while powered off for several days; upon recharge, the ilet initiated setup as a new device, triggering a new learning phase and creating data gaps. Symptoms included no reported adverse clinical effects. Outcomes included use of backup therapy and loss of historical learning data on the device. Investigation included review of device logs and user follow-up. Investigation of this case revealed a confirmed battery depletion with an associated alert in the logs and expected device behavior on restart requiring full setup and relearning, consistent with device power management and software design. It was concluded, based on previously established findings for similar reports, that the cause was user circumstances leading to prolonged device power-off and expected device functionality after battery depletion.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.